Event description:
Patient experienced insulin flow blocked alarm event on 31-mar-2026. This led to high blood glucose level and the patient treated it with correction bolus via insulin pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.